Event description:
The protective insulated coating started to pull away from the reprocessed harmonic scalpel handpiece. It was a sterilmed harmonic ace instrument, 5mm x 36cm. Central processing received device from or, and will return to sterilmed for analysis.